Event description:
It was reported the lead was explanted due to infection. The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached depression; full lead returned and analyzed.